Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up that past instances of noise had been observed on the atrial lead. No patient symptoms were reported. Following a device changeout procedure, no noise was seen. The lead remained implanted.